Event description:
The initial attorney report alleged hernia, add'l surgical intervention, explant. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2001 - repair of recurrent ventral incisional hernia with composix e/x mesh. On (B)(6) 2004 - repair of recurrent ventral incisional hernia. A kugel patch was used for this repair along with the previously placed composix e/x mesh. The composix e/x mesh was freed up, the kugel patch was placed, and the freed up composix e/x was placed over it. Ni/ni/ni - presents with complaints of coughing and retching when she was sick. After that she noticed she had some pain in the area of her previous repair and felt a bulge. On (B)(6) 2006 - exploration of anterior abdominal wall, excision of painful cicatrix, and scar revision. No hernia defect was identified, the previous repair was noted to be "intact, and in fact strong." For exploration purposes the previous meshes were incised; therefore, a composix kugel mesh was placed to reinforce the area. Ni/ni/ni - pt developed significant anxiety over the possibility of the ring in the kugel mesh breaking and potentially causing a problem. On (B)(6) 2007 - excision of all bard mesh and placement of a non-bard mesh. The operative report notes regarding the mesh, "it was in pristine position, controlling the abdominal wall defect very nicely and encapsulated without any evidence of any intra abdominal pathology whatsoever." Also noted was that "looking at the kugel patch, there was no breakdown of the ring at all. It was completely intact."

Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be add'l implants. There is no indication in the medical records that a device failure occurred. It appears the mesh was excised due to the pt's anxiety over the possibility of the ring in the kugel mesh breaking and potentially causing a problem. The md notes that the "entire graft complex" was excised. There was no lot number included in the medical records provided; therefore, a review of the mfg records could not be conducted. Additionally, no sample was returned for eval. If add'l event and/or eval info is obtained, a f/u MDR will be submitted. See MDR 1213643-2012-00204 for info related to the kugel patch implanted on (B)(6) 2004. The composix kugel mesh implanted on (B)(6) 2006, was reported to the FDA in accordance with rae-(B)(4).